Manufacturer narrative:
Device evaluation summary: device evaluation of the electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a damaged ECG "c&d" cable. The cable was pulled from the strain relief, damaging the brown (lead-1) and red (-5v) wires. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt ECG electrodes were non-functional.